Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native pulmonic valve, is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the un-stented pulmonic valve likely contributed to the migration of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Additional information indicated the patient had a homograft in the pulmonic position which was not pre-stented prior to valve implantation. The sapien 3 valve was placed too ventricular and migrated towards the ventricle. Therefore a second 29mm sapien 3 valve was implanted. Unfortunately the patient died 1 week post implant due to heart failure. As per the doctor¿s opinion, retrospectively, the pulmonic valve should have been pre-stented. The valve was placed too ventricular due to a misjudgment of placement from the angiogram. The patient¿s death is not related to the valve implantation as the patient was already in severe heart failure before the intervention and had coagulation problems which she also had to some degree before intervention. The autopsy showed well-functioning valves.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native pulmonic valve, is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, no additional patient or procedural factors were provided. A root cause could not determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliates in sweden, the 29mm sapien 3 was placed in the pulmonic position by tf approach. The sapien 3 valve was placed too ventricular, the sapien 3 valve migrated towards the ventricle. Therefore a second 29mm sapien 3 valve was implanted.